Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor, implanted: (B)(6) 2017; a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture and no sensing of p waves. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.